Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the femoral implant impaction of a tka the femoral introducer fastening knob snapped off during the 5th strike.

Manufacturer narrative:
(B)(4). The reported event has been evaluated and will be monitored. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.